Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a complaint of pocket site looking worse. Discoloration of the site had previously been assessed by the physician as a non issue. Due to the worsened site, the physician elected to implant a new device on the right side. It was noted during the procedure that the device had eroded the skin. The device was explanted and a new system was implanted on the right side. The patient remained stable before, during and after the procedure.